Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. The customer also had bleeding. Insulin delivery was suspended due to sensor glucose value of 67. Threshold suspend limit in sensor settings was 70. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle only sensor.